Manufacturer narrative:
(B)(4). Results: root cause undetermined - limited information available.

Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a lesion in the left common iliac. The lesion was predilated and the physician prepped the device. As the device was being advanced, it was noted that the stent was no longer on the balloon. The stent was found in the sheath. Another assurant cobalt stent was used to treat the lesion successfully. There was no patient injury and no clinical sequelae were reported. There was no difficulties removing the device from the hoop and the protective sheath was present on removal from hoop. There was no difficulties when removing the sheath. Evaluation summary: the stent had moved distally along the balloon. The 1st five proximal segments and 1st two distal segments were intact; the remaining segments were stretched and deformed. Crimp impressions were visible along the balloon.